Event description:
It was reported that an ilet user experienced unexpected hyperglycemia after an evening meal, with blood glucose rising from 150 mg/dl to a peak of 204 mg/dl despite increased automated insulin delivery, while denying additional food intake or dehydration; the user reported a steel cannula infusion set in place for about two days, site rotation, a u-shaped tubing loop, and a partially lifted adhesive patch, and received troubleshooting and education on checking the infusion site, avoiding kinks, and changing the set if a site or supply issue is suspected. Symptoms included elevated blood glucose without other reported clinical manifestations. Outcomes included user monitoring at home and a plan to change the infusion set if glucose continued to rise, with no hospitalization or emergency care. Investigation included technical troubleshooting, review of potential infusion site issues, and user education by support personnel. Investigation of this case revealed no device alarms or malfunctions, with possible reduced insulin absorption due to extended wear or suboptimal adhesion at the infusion site considered as potential contributors, and the device appeared to function as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.